Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, loss of capture was observed on the right ventricular lead. During the lead explant procedure, fibrotic tissue was observed on the lead tip which was believed to be the cause of the loss of capture. The lead was replaced to resolve the event and the patient was in stable condition.